Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump leading to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.